Event description:
In 2005 a stent was crimped onto the balloon, then removed. The doctor then decided to dilate before placing stent. The balloon ruptured after the third dilatation, using an inflation device set at 7-8 atm. The rupture was circumferential on a diagonal angle. Doctor had difficulty removing the balloon. Pt's condition is unknown at this time. 10/3/05- additional information. They were using a 610482, z-med 12x4 today for a stent placement. The balloon ruptured and broke apart. They attempted to mount the stent and deliver for placement and determined that they would need to dilate the vessel first. The stent was removed and they dilated the vessel two times without incident. Upon the third dilatation the balloon burst. They were going from seven to eight atmospheres when the balloon burst. The burst was at a diagonal, not longitudinal or circumferentially "at an angle". They had the balloon on a .035" nitrex ev3 wire (they did not save the wire as they continued to use it during the procedure.) They stated it looks like the "lining" of the catheter stuck to the wire. The balloon broke into two pieces which they were able to recover. After the burst the iliacs clotted off, which they aren't sure if was a result of the burst. The pt is being sent to surgery as it appeared there may be a dissection now where they dilated with the balloon. They did confirm that the stent was crimped onto the balloon at one time and they were discussing whether or not this may have caused some damage to the balloon.